Event description:
The customer stated that three reservoirs leaked insulin into the reservoir compartment of the insulin pump. The customer stated that the o-rings came out of the reservoir, causing the leak. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.